Event description:
The ge oec 9600 fluoroscopy system would not save images. Occasional times system would not power up or boot up correctly.

Manufacturer narrative:
A ge oec service rep investigated the issue and removed and areplaced the compact flash card and system software. The system was tested, found to be functioning as intended and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.